Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the duration of a pause episode detected by the implantable cardiac monitor (icm) was inaccurate. The icm remains in use. No patient complications have been reported as a result of this event.